Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected intermittent out-of-range right ventricular (rv) lead shock impedance measurements since implant. Boston scientific technical services (ts) noted that the observation could be related to a suboptimal device-to-lead connection. The shocking vector was reprogrammed from triad to rv coil-to-can. This resulted in impedances going from > 200 to 57 ohms. No adverse patient effects were reported. The device and lead remain in service.